Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding an unknown patient receiving an unknown drug from their implanted pump. The indication for use was unknown. The consumer reported that the patient's pump had been explanted. It was overdosing and underdosing the patient. The consumer was contacted to obtain additional information.